Event description:
It was reported that stent damage occurred. A 20 x 2.75 rebel bms stent was selected for treatment. However, during unpacking, it was noted that the stent was damage when pulled out from the hoop. The procedure was completed with another of the same device. No patient complications were reported.